Event description:
A patient was treated for a calcium nodule in the ostial lad s/p bypass surgery. A spectranetics elca was used and during the procedure a perforation occurred in the lcx artery. Multiple attempts to repair the defect were unsuccessful and the patient expired.

Manufacturer narrative:
Record now edited to reflect outcomes attributed to adverse event as hospitalization, life threatening, and intervention. While performing a clinical evaluation on 9/18/2017 unrelated to this complaint, it was discovered that information had been received and the manufacturer was aware on (B)(4) 2016 that the patient had indeed survived the procedure. Date of death removed, and date of this report corrected to reflect 12/28/2016. Description of event is corrected to reflect patient survival. Date received by manufacturer corrected to reflect 12/28/2016.

Event description:
A patient was treated for a calcium nodule in the ostial lad s/p bypass surgery. A spectranetics elca was used and during the procedure a perforation occurred in the lcx artery. Multiple attempts to repair the defect were ultimately successful and the patient survived the procedure.